Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from the 200's-300's (mg/dl). The customer administered manual injections and delivered boluses to address the bg levels. No troubleshooting was performed for the occlusions due to the occlusions occurring in the past or the customer changing the supplies prior to contacting tandem technical support (cts). Reportedly, the customer had been using apidra insulin in the cartridge. Cts informed the customer that apidra was not labeled for use with the pump.